Event description:
It was reported, the pt is no longer receiving effective stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt was referred to a neurosurgeon for placement of another occipital lead (off label).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.